Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a right superficial femoral artery. A 4.0 x 40 mm armada 14 was advanced to the lesion and inflated without issue; however, when negative was pulled, the balloon fully deflated but it was winged and could not be pulled into the sheath. The procedure was completed with another balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.